Event description:
A malfunction alarm with code 12 was reported, but no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the customer with the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and instructed to call back if the issue reappears. The customer acknowledged and understood the guidance provided.